Manufacturer narrative:
(B)(4). The reported event was related to a use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a use error during peritoneal dialysis (pd) therapy which caused peritonitis. The use error was further described as pt reused equipment. The pt was not hospitalized for the event. On an unreported date, the pt began treatment with injection vancomycin (2 gram every fifth day), injection fortum (1 gram once daily for 14 days), injection amikacin (100 milligram once daily for 14 days) and tablet forcan (150 milligram once daily for 14 days) for peritonitis. On an unreported date, the pt¿s fluid was found to be clear. At the time of this report, the pt was recovering from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.